Event description:
It was reported that about a week after the lead implant, the patient received alerts that the device was seeing high impedances from the right ventricular high voltage lead. The patient was sent home and again received the alerts. The device and right ventricular lead were removed and a new device and lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and the data indicated subthreshold lead impedance patient alerts were triggered on the following dates: (B)(6) 2010. There was an increased lead impedance on hv lead to 254 ohms on (B)(6) 2010 and an increased lead impedance on v and a bi pace lead to 4000 ohms on (B)(6) 2010. It also indicated two short cycle v-v sensed events of < 210 ms on (B)(6) 2010. Evaluation summary: (B)(4) the device was returned and analyzed. Primary results revealed there were no anomalies found. Evaluation summary: (B)(6) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and sleeve head, and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and the data indicated that the lead integrity alert had triggered. The subthreshold lead impedance patient alert triggered on the following dates: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 and (B)(6) 2010. There was an increased lead impedance on hv lead to 254 ohms on (B)(6) 2010 and an increased lead impedance on v and a bi pace lead to 4000 ohms on (B)(6) 2010. It also indicated two short cycle v-v sensed events of < 210 ms on (B)(6) 2010. (B)(4) : analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that about a week after the lead implant, the patient received alerts that the device was seeing high impedances from the right ventricular high voltage lead. The patient was sent home and again received the alerts. The device and right ventricular lead were removed and a new device and lead implanted. No patient complications were reported as a result of this event.